Manufacturer narrative:
(B)(4). Investigation summary: two photos were received by our quality team for evaluation. The first photo shows the needle pierced through the catheter and the second photo shows the top web of the packaging. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: the manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would not be possible to penetrate the vein if the product has needle pierce through catheter. Therefore, the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierce through the catheter and damage the catheter. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle went through the neoflon pro 26ga 0.6mm od 19mm l neoflon pro 26ga 0.6mm od 19mm l india catheter. This occurred with 4 catheters during use. The following information was provided by the initial reporter: "while insertion of IV cannula peel back observed in neoflon pro."